Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing an elevated blood glucose (bg) level of 537 (mg/dl) and ketones. It was also reported that the customer needed to change their pump basal settings due to the elevated bg they experienced. While in the emergency room the customer was treated with intravenous insulin and saline solution. During troubleshooting with tandem technical support, the customer was guided through adjusting their pump basal settings. The customer was released from the emergency room after 8 hours.